Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0044934, medical device expiration date: 2020-11-30, device manufacture date: 2020-02-13, medical device lot #: 0009468, medical device expiration date: 2020-10-31, device manufacture date: 2020-01-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer noticed the tubes are not completely filling, but are filling to approximately half of the expected volume. These events are taking place on three different shifts with different phlebotomist. This is the 3 of 3 complaints.

Manufacturer narrative:
H.6. Investigation: bd received 2 samples from the customer for investigation, 1 sample from each lot. Both samples were evaluated by visual examination and functional testing] and the indicated failure mode for draw volume with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the customer noticed the tubes are not completely filling, but are filling to approximately half of the expected volume. These events are taking place on three different shifts with different phlebotomist. This is the 3 of 3 complaints.